Manufacturer narrative:
Infusion products global customer support operations. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer¿s reported problem was confirmed. There was no patient involvement.

Event description:
Case description: tech, called in for help on 8100 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech, has a very old 8100 unit given him a flow stop error, before call in he had replace the pressure sensor & the ail sensor and still get same error next is the main board on unit has to be replace, if that does not resolve the issue unit have to be services tech thank me for my assist.